Event description:
It was reported that the patient had a surgical procedure to inflatable penile prosthesis (ipp) due to malposition of the cylinder in the corporal body. The cylinder was removed and a new 14cm cxr cylinder was implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to inflatable penile prosthesis (ipp) due to malposition of the cylinder in the corporal body. The cylinder was removed and a new 14cm cxr cylinder was implanted. No patient complications were reported.